Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the 3 way rotatable stopcock leaked. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device; however, an investigation was completed on 5 samples taken from the parts cabinet. The investigation noted that if the 3-way stockcock is rotated past the housing stop, the stop on the handle is sheared off and causes the handle itself to become slightly off set. These actions cause the fluid pathway to become compromised, leading to leakage and loss of fluids. This is a customer technique damaging the part, causing the leak. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).